Event description:
A report was received from the field indicating that during a coronary intervention to a bifurcating lesion at the left anterior descending diagonal, the physician placed both cypher stents uneventfully. When removing the diagonal stent the physician noticed via fluro that the catheter was separated into two pieces. The wires were still in place therefore, he removed all the pieces together. There was no injury to the patient.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.